Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Patient (B)(4) - no consequences or impact to patient, (B)(4) haptic broken. Evaluation: results: visual inspection of the of the returned product shows the lens was received in liquid and split into two pieces. (B)(4).

Event description:
It was reported that the haptic of a cq2015a collamer three piece lens broke as the surgeon inserted it into the eye. The lens was removed without any patient injury. This facility uses a competitor's injector cartridges and they are aware that this is considered off label usage of the device.